Manufacturer narrative:
Device manufacture date correction from 08/25/2017 to 02/06/2017. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. ¿ the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. ¿ trending analysis by lot number was reviewed from 02/06/2017 to 08/25/2017 and trending was not exceeded. ¿ the sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." ¿ thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The assignable cause could not be verified. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. Also, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended. (B)(4).

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Asp has performed visual analysis of one suspect positive bi. The ci disc is yellow, the cap is pressed down, and the ampoule is broken in the crushed vial. The positive bi result was not observed, no media remains with which to determine the presence of growth. The bi was disassembled, the following was found: one tyvek liner, glass ampoule shards, and one spore disc. There are no punctures observed on the plastic vial or tyvek® liner that would be consistent with a false positive from external contamination. No manufacturing related anomalies observed.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was released and used on a patient. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators when the cycle is released and used on patients.